Event description:
Doctor reported on (B)(6) 2014 that he had an anterior capsule radial tear at hydro dissection.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.